Event description:
Procedure: tah-bso (cancer related). Reportedly, the surgeon applied the device to the round ligament and after activating the device it would not open or release from tissue. The surgeon had to use scissors to cut instrument away from tissue. After the removal the instrument was cleaned well by the tech well. After the second application the same thing happened. Use of the device was discontinued and it is not clear how the procedure was completed.